Event description:
It was reported that approximately three weeks post implant, the patient lost consciousness and required reanimation. The patient was treated at a different, unnamed hospital. At that time, tachy therapies were programmed off per family request. The patient did not regain consciousness and remained in nursing care until (B)(6) 2014 when he was brought to the hospital for treatment due to aspiration. High capture threshold was noted and fluoroscopy of the lead revealed perforation. The doctor stated the reason for reanimation was unknown. It was also stated that it was unknown whether the perforation resulted in the need for reanimation or whether the perforation was caused by the reanimation procedure. The patient was transferred back to nursing care following treatment for the aspiration, and remains in an unconscious state. The system remains implanted. No further information is available.